Event description:
The customer has reported that the green cable port has a broken internal dc motor adapter. The customer was able to finish the breast biopsy. There were no pt concequences reported.